Event description:
The pt is pursuing a product liability claim arising out of the use of durom/ldh sys. It was reported, that a durom acetabular component 56/50 code p was implanted on (B)(6) 2007 on the left side. The pt underwent a revision surgery due to recurrent dislocation and cup loosening on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national component authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all info concerning the case to our complaint handling department. As soon as supplemental info becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).